Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts was implanted via the ab-externo approach and it is ineffective (not device related).